Event description:
It was reported the patient received the following results within 15 minutes: on (B)(6) at 12h48 = 77 mg/dl. On (B)(6) at 12h47 = 35 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.